Manufacturer narrative:
The device(s) has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number(s) has been provided. - attachment: [PICC in neuro patients as alternative to cicc 2011 pdf]

Event description:
Per american association of critical-care nurses study: "one patient experienced an upper extremity dvt resulting in catheter removal. The upper extremity edema resolved without further treatment, and long-term anticoagulation was not required." (P. 72) reference: use of peripherally inserted central catheters as an alternative to central catheters in neuro-critical care units christi delemos, rn, ms, acnp-bc, judy abi-nader, rn, ms, paul t. Akins, md, phd